Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Non-bwi product used: medtronic 4mm catheter. (B)(4).

Event description:
It was reported that a female patient, underwent a left ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered cardiac tamponade. About 20 minutes after the procedure a coronary angiogram was performed and a cardiac tamponade was confirmed by ultrasound. The event required a pericardiocentesis draining approximately 350cc of blood. Nevertheless, the patient continued to bleed and was submitted to surgery, and required extended hospitalization. The patient's medical history is unknown and she was reported to be in stable condition at the time bwi followed-up. The physician's opinion regarding the cause of this adverse event is that this is not related to the ablation procedure, but may be due to the use of the 4mm medtronic catheter that was also used during the case, or may have occurred during the coronary angiogram. Settings during the event include: irrigation flow of 2 ml while mapping, 30 ml during ablation and an activated clotting time between 300-350 seconds. However, this event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.